Manufacturer narrative:
(B)(4) - supplemental MDR - needle pulled out of hub. As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x5/8 rb needle pulled out of the hub. The following information was provided by the initial reporter: rcc received a complaint via email. Injuries or adverse event: no item: 305901, quantity affected: 1 ea, serial/lot number: (B)(6), po: (B)(4). Are any samples available for return? Yes. Reported issue: please include our intermountain case number, (B)(4) with all email communication. Nurse went to give the vitamin k that was ordered. Syringe was attached to a 25-gauge safety needle. When nurse went to give the medication, the medication squirted out the side of the needle and safety device, and disconnected from the safety device. The needle remained in the baby's leg. The baby did not receive the full dose of the medication. The provider was alerted, and the device and packaging were saved.